Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified plunger not in place alarm in history. During functional testing the plunger not in place alarm was duplicated while setting up for the flow test. The q1 chip was broken off the plunger printed circuit board (pcb). The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced the plunger pcb.

Event description:
It was reported that the pump failed preventative maintenance. No patient injury was reported.